Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device was returned for analysis, a visual inspection revealed that at 3mm, and 2mm distal from the proximal markerband, and 3mm proximal from the tip of the device, the guidewire lumen was kinked. A microscopic inspection revealed no further damage or irregularity. There was contrast present in the inflation lumen and the loosely folded balloon, and there was blood in the guidewire lumen. The wire insertion of the guidewire used in the procedure was not returned for analysis, so a test 0.014 guidewire was used for functional testing. The test guidewire was unable to pass through the balloon portion of the device due to the kink nearest the tip. A media image was provided and depicts a full view of the balloon catheter. Kink damage is noted to be within the balloon which aligns to what is seen in device analysis.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left circumflex artery. A 2.00mm x 8mm emerge balloon catheter was selected for dilatation. Upon removal of the balloon catheter, the central cavity of the balloon could not be crossed after pressure dilation. Tip damaged was noted on the image data provided. The balloon catheter and guidewire were removed as one unit. The procedure was successfully completed using another of the same device. There were no reported patient complications, and their condition was stable post procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left circumflex artery. A 2.00mm x 8mm emerge balloon catheter was selected for dilatation. Upon removal of the balloon catheter, the central cavity of the balloon could not be crossed after pressure dilation. Tip damaged was noted on the image data provided. The balloon catheter and guidewire were removed as one unit. The procedure was successfully completed using another of the same device. There were no reported patient complications, and their condition was stable post procedure.